Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, d10, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. -he event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported the event occurred before surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that lever that holds roll flips and the right corner is bent and tears skin. The main lever slips out easily. No report of patient injury or delay from the hospital. There was no adverse event reported as a result of this malfunction.